Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and completed as planned by using apc in tsm. The philips field service engineer (fse) inspected the system on site and confirmed that the system's c-arm was unable to perform rotations. Upon troubleshooting fse found that the joysticks were faulty. To resolve this issue, fse replaced the geo module. The defective geo module was returned to philips for analysis and found the failed component was hdd (hard disk drive) and cmos. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.